Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported incident that the system monitor did not show the complete value of pump flow was not observed, and was unable to be reproduced during analysis. The system monitor (B)(6) was inspected and tested on 20jun2019. Functional testing performed on the returned device over several test days revealed the device functioned as intended, and the event findings were in accordance with approved labeling. The root cause of the reported event was unable to conclusive be determined. Returned system monitor (B)(6) to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on (B)(6)2011. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). Heartmate ii left ventricular assist system (lvas) instructions for use and heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the display of pump flow on the clinical screen of the system monitor did not show the complete value - for example it was only showing "4." On the display. The system monitor was taken out of use.